Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "underwent a failed removal of the device". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a failed removal of the device due to complications from essure). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2014 : hysterosalpingogram : essure device had successfully occluded the left fallopian tube. Company causality: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the implant/ failure to occlude fallopian tubes/ migration of essure (uterus)") and embedded device ("the essure oil was noted to be embedded on to the right lateral aspect of the uterine cavity (per mr)") in a 30-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "underwent a failed removal of the device". The patient's past medical history included low back pain and anxiety. Concurrent conditions included uterine dilation and curettage, hysteroscopy, laparoscopy and rash (allergies- latex with a reaction of rash, cipro with reaction of rash, penicillin with a reaction of rash.). Concomitant products included colecalciferol (vitamin d), naproxen sodium/sumatriptan succinate (treximet), omeprazole, topiramate (topamax) and venlafaxine hydrochloride (effexor xr). In (B)(6), the patient experienced anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 11 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and abdominal pain lower ("lower right abdomen pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, menstrual disorder, dysmenorrhoea, dyspareunia, migraine, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left cornual ostia were clearly visualized as well as the right cornual aspect. The essure coil was noted to be embedded on to the right lateral aspect of the uterine cavity. The essure coil was grasped. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left); on (B)(6) 2014: unilateral occlusion(left).right tube didn¿t close. On (B)(6) 2014: hysterosalpingogram : essure device had successfully occluded the left fallopian tube. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record abdominal pain lower, migraines, pelvic pain and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received. Added events depression, mental anguish. Updated onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the implant/ failure to occlude fallopian tubes/ migration of essure (uterus)") and embedded device ("the essure oil was noted to be embedded on to the right lateral aspect of the uterine cavity (per mr)") in a 30-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "underwent a failed removal of the device". The patient's past medical history included low back pain and anxiety. Concurrent conditions included uterine dilation and curettage, hysteroscopy, laparoscopy and rash (allergies- latex with a reaction of rash, cipro with reaction of rash, penicillin with a reaction of rash.). Concomitant products included cholecalciferol (vitamin d), naproxen sodium/sumatriptan succinate (treximet), omeprazole, topiramate (topamax) and venlafaxine hydrochloride (effexor xr). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 11 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and abdominal pain lower ("lower right abdomen pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, menstrual disorder, dysmenorrhoea, dyspareunia and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left cornual ostia were clearly visualized as well as the right cornual aspect. The essure coil was noted to be embedded on to the right lateral aspect of the uterine cavity. The essure coil was grasped diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left); on (B)(6) 2014: unilateral occlusion(left).right tube didn¿t close on (B)(6) 2014 : hysterosalpingogram : essure device had successfully occluded the left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record abdominal pain lower, migraines, pelvic pain and embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: updated outcome of events abnormal bleeding (vaginal, menorrhagia) as recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the implant/ failure to occlude fallopian tubes/ migration of essure (uterus)") in a 30-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "underwent a failed removal of the device". Concomitant products included colecalciferol (vitamin d), naproxen sodium/sumatriptan succinate (treximet), omeprazole, topiramate (topamax) and venlafaxine hydrochloride (effexor xr). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("lower right abdomen pain") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and migraine outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left); on (B)(6) 2014: unilateral occlusion(left). Right tube didn¿t close. On (B)(6) 2014 : hysterosalpingogram : essure device had successfully occluded the left fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New reporters and patient¿s demographics added. Product explanted date and indication updated. Lot number added. Concomitant drugs added. New events :vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, migration of essure (uterus), lower right abdomen pain, migraines added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the implant/ failure to occlude fallopian tubes/ migration of essure (uterus)") and embedded device ("the essure oil was noted to be embedded on to the right lateral aspect of the uterine cavity (per mr)") in a 30-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "underwent a failed removal of the device". The patient's past medical history included low back pain and anxiety. Concurrent conditions included uterine dilation and curettage, hysteroscopy, laparoscopy and rash (allergies- latex with a reaction of rash, cipro with reaction of rash, penicillin with a reaction of rash.). Concomitant products included colecalciferol (vitamin d), naproxen sodium/sumatriptan succinate (treximet), omeprazole, topiramate (topamax) and venlafaxine hydrochloride (effexor xr). On (B)(6) -2013, the patient had essure inserted. On (B)(6) 2014, 3 months 11 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and abdominal pain lower ("lower right abdomen pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, menstrual disorder, dysmenorrhoea, dyspareunia and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left cornual ostia were clearly visualized as well as the right cornual aspect. The essure coil was noted to be embedded on to the right lateral aspect of the uterine cavity. The essure coil was grasped diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-feb-2014: unilateral occlusion (left); on (B)(6)2014: unilateral occlusion(left).right tube didn¿t close on (B)(6) 2014 : hysterosalpingogram : essure device had successfully occluded the left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record abdominal pain lower, migraines, pelvic pain and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the implant/ failure to occlude fallopian tubes/ migration of essure (uterus)'), embedded device ('the essure oil was noted to be embedded on to the right lateral aspect of the uterine cavity (per mr)/a portion of the right essure coil is visualized within the myometrium of the right cornua') and device breakage ('a small amount of essure coil that was still embedded in the lateral aspect of the uterine cavity') in a 30-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, anxiety, cervical dysplasia, human papilloma virus infection and uterine bleeding. Previously administered products included for an unreported indication: topamax and loratadine. Concurrent conditions included uterine dilation and curettage, hysteroscopy, laparoscopy and rash (allergies- latex with a reaction of rash, cipro with reaction of rash, penicillin with a reaction of rash.). Concomitant products included naproxen sodium;sumatriptan succinate (treximet), omeprazole, topiramate (topamax) and vitamin d nos (vitamin d). In 2013, the patient experienced anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 3 months 11 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and abdominal pain lower ("lower right abdomen pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), complication of device removal ("underwent a failed removal of the device") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, device breakage, menstrual disorder, complication of device removal, dysmenorrhoea, dyspareunia, migraine, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left cornual ostia were clearly visualized as well as the right cornual aspect. The essure coil was noted to be embedded on to the right lateral aspect of the uterine cavity. The essure coil was grasped. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left); on (B)(6) 2014: results: unilateral occlusion(left).right tube didn¿t close. Diagnostic results: on (B)(6) 2014 : hysterosalpingogram : essure device had successfully occluded the left fallopian tube. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record abdominal pain lower, migraines, pelvic pain and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received: event a small amount of essure coil that was still embedded in the lateral aspect of the uterine cavity added and made medically significant and intervention required due to surgery. Reporter, medical history and historical drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the implant/ failure to occlude fallopian tubes/ migration of essure (uterus)') and embedded device ('the essure oil was noted to be embedded on to the right lateral aspect of the uterine cavity (per mr)') in a 30-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain and anxiety. Concurrent conditions included uterine dilation and curettage, hysteroscopy, laparoscopy and rash (allergies- latex with a reaction of rash, cipro with reaction of rash, penicillin with a reaction of rash.). Concomitant products included naproxen sodium;sumatriptan succinate (treximet), omeprazole, topiramate (topamax) and vitamin d nos (vitamin d). In 2013, the patient experienced anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 3 months 11 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and abdominal pain lower ("lower right abdomen pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), complication of device removal ("underwent a failed removal of the device") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, menstrual disorder, complication of device removal, dysmenorrhoea, dyspareunia, migraine, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left cornual ostia were clearly visualized as well as the right cornual aspect. The essure coil was noted to be embedded on to the right lateral aspect of the uterine cavity. The essure coil was grasped. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left); on (B)(6) 2014: results: unilateral occlusion(left).right tube didn¿t close. Diagnostic results: on (B)(6) 2014 : hysterosalpingogram : essure device had successfully occluded the left fallopian tube. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record abdominal pain lower, migraines, pelvic pain and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the implant/ failure to occlude fallopian tubes/ migration of essure (uterus)") and embedded device ("the essure oil was noted to be embedded on to the right lateral aspect of the uterine cavity (per mr)") in a 30-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "underwent a failed removal of the device". The patient's past medical history included low back pain and anxiety. Concurrent conditions included uterine dilation and curettage, hysteroscopy, laparoscopy and rash (allergies- latex with a reaction of rash, cipro with reaction of rash, penicillin with a reaction of rash.). Concomitant products included colecalciferol (vitamin d), naproxen sodium/sumatriptan succinate (treximet), omeprazole, topiramate (topamax) and venlafaxine hydrochloride (effexor xr). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("lower right abdomen pain") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea and migraine outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left cornual ostia were clearly visualized as well as the right cornual aspect. The essure coil was noted to be embedded on to the right lateral aspect of the uterine cavity. The essure coil was grasped diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left); on (B)(6) 2014: unilateral occlusion(left).right tube didn¿t close on (B)(6) 2014 : hysterosalpingogram : essure device had successfully occluded the left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record abdominal pain lower, migraines, pelvic pain and embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. New reporters added. Case medically confirmed. Patient demography added. Concomitant and historical condition are added from medical record. Event the essure oil was noted to be embedded on to the right lateral aspect of the uterine cavity. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.